Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer could not confirm whether the reprocessing was completed successfully. During evaluation, the reported pressure issue was confirmed; the foreign material was blocking the air/water nozzle which caused the air/water flow rate to fail specifications. The blockage also caused the device to fail water removal testing and water volume testing. During visual examination, the following additional issues were found: the light cover glass was chipped and worn; the optical cover glass adhesive was worn; the distal end adhesive was worn; the colored ring was worn for the air/water housing and the aspiration housing; and the switch head had a hole. Functional testing found that the biopsy channel was leaking. The bending angle in the down, left and right directions did not meet with specifications and both directional knobs had excess play due to a worn angle wire. Finally, the device did not meet with electrical safety test specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual contains a section which describes how to detect the phenomenon: "chapter 3- preparation and inspection". In addition, the instruction manual contains a section that addresses how to prevent the phenomenon: "chapter 5- reprocessing the endoscope". The foreign material found appeared to be made of paper and plastic. It could not conclusively specify the cause of the foreign material remained in the device. Based on the results of the investigation, it is possible the device could not be properly reprocessed due to leakage at the biopsy channel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope was being reprocessed by the customer. During reprocessing, the customer noted the air/water pressure was too high coming from the air/water nozzle. The device was returned to olympus for evaluation. During evaluation, the device was found to have foreign material at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient were reported.